Manufacturer narrative:
Findings: unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, primetest, operating currents, off no power test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer called to report damage to the insulin pump. Customer reported that he accidentally dropped the pump in water and now he cannot see the display screen due to moisture in the pump. Customer's blood glucose at the time of the incident was 151 mg/dl. Product is expected to return.